Manufacturer narrative:
There was no donor involved in the incident. Customer inspected the machine, and found that the motor control board was burnt. Motor control board was replaced, and issue was resolved. The motor control board has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On october 23, 2020, haemonetics was notified of a centrifuge not spinning on a pcs®2 plasma collection system.